Event description:
It was reported that the event involved a female pt, (B)(6). The pt arrived in the cath lab from the emergency room needing emergent intra-aortic balloon (iab) support. While in the cath lab the iab was prepped per instruction. The md inserted the super arrow-flex sheath into the pt's femoral artery. Upon insertion of the iab through the saf sheath the md stated that "the very back end of the balloon catheter would not go through the sheath." As a result, the iab and the sheath were removed as one unit. Another iab was retrieved for insertion. Reference MDR #1219856-2009-00567 for the second event involving same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.